Event description:
It was reported that the patient received inappropriate shocks and inhibition of pacing due to noise on the atrial and ventricular leads. Isometrics did not reproduce the noise, neither did tapping on the header of the device.

Manufacturer narrative:
Na